Event description:
New information received notes that the event was observed via remote transmission and that programming changes were performed. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that undersensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.